Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Visual inspection was performed, and the following observations were noted: good; scratched screen. Tamper seals were intact. Functional and delivery testing was conducted. The event history log was unable to be accessed. The device was powered up and had a constant high pressure alarm. Reported event was duplicated during testing. The reported issue was confirmed. The root cause of the reported event was determined to faulty circuit board. The following actions were taken: replaced circuit board. Other repairs included: replace downstream sensor and scratched screen. Device passed all functional and device testing after repairs.

Event description:
It was reported that the device presented a high pressure alarm at boot up and the screen was damaged. No patient injury was reported.